Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+0.5/052 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.

Manufacturer narrative:
Lens was returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm implantable collamer lens of -7.0/+0.5/052 sphere/ cylinder/ axis in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vault. A shorter lens was implanted later and the problem was resolved. (B)(4)